Event description:
Boston scientific received information that this pacemaker was electively explanted for normal battery depletion. During the replacement procedure, it was noted that the header was loose and almost detached from the device. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Event description:
-----

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the header confirmed the presence of an adequate amount of medical adhesive still attached to the header. An x-ray revealed no breaks in the feed thru wires due to the header separation. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was confirmed that the device was able to provide critical therapy while implanted.